Event description:
It was reported the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. At the lead revision procedure, fluoroscopy indicated that the lv lead had moved from its original position. The lv lead could not be advanced in the vessel again so it was explanted. It was also reported that when a sheath was advanced into the atrium, the right atrial (ra) lead dislodged. The ra lead was repositioned and is still in use. A replacement lv lead was attempted to be placed in a lateral branch of the coronary sinus but was unsuccessful. The replacement lv lead was removed and a venogram of the coronary sinus was performed which showed a dissection of the coronary sinus. No lv lead was implanted during the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a cosmetic environmental stress crack. All insulators were breached cut. There was apparent explant damage. (B)(4) - the full lead was returned, analyzed and no anomalies were found.